Event description:
The customer contacted verathon inc. Regarding a portable video monitor gvl-2000 that is dim with all blades. The customer tried to change the dimness and brightness on the monitor and the results were still the same. No injury to the patient was reported.

Manufacturer narrative:
The device was not returned to the manufacturer for further evaluation. The reported incident could not be confirmed.